Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that a patient experienced ¿nodules in both areas¿ ¿and ¿nodules seem inflammatory in nature¿ after a patient was injected ¿a few months ago¿ in the lips with juvéderm® ultra and in the cheeks with juvéderm® vollure¿ xc. This is the same event and the same patient reported under MDR ID 3005113652-2022-00093 (allergan (B)(4)). This MDR is being submitted for juvéderm® vollure¿ xc.